Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/07/2016 and found that the diff shear valve (cvl85/126) and the retic shear valve (cvl87/127) were binding during operation. The fse replaced the diff shear valve and the retic shear valve which resolved the issue. The instrument ran without issue and all repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an uncontained stain leak of approximately 10 ml in volume from the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.